Event description:
It was reported by service report that there was a loss of power to the auxilliary outlet. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: power cord disconnected, resolved by reconnecting to bed.